Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The biomed reported to baxter technical support that the device was just brought to their department without any explanation except that it failed. The pump was then turned on by biomed where a constant 550 failure occurred. The biomed also stated that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.